Event description:
Per the clinic, device was explanted on (B)(6) 2013, due to auditory neuropathy. The patient was reimplanted with a auditory brainstem implant during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).